Manufacturer narrative:
(B)(4). Batch # m92p42. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information requested and the following was obtained: did the surgeon notice the issue on mesentery or on main vessel? The surgeon used it on the mesentery/ tissue when the problem was noticed, not main vessels/ arteries. What is the surgeon¿s experience with the device? The surgeon knows the device and used it before, but has been using ligasure and harmonic in the last year. When does the surgeon routinely advance the I-blade in correlation to tone 2? Yes, we discussed the steps for use prior to the case. He also confirmed with me during the procedure that he was using the product correctly, especially when he noticed the bleeding. Does the surgeon wait to hear tone 2 before advancing the knife? Yes he did. He was very patient and careful. Was surgeon hearing 3rd tone at the end of every section cycle? Yes. Were any blood products administered? No. What is the current patient status? There were no adverse effects. The surgeon converted the procedure due to the bleeding and we opened an enseal x1. He was then able to control the bleeding and successfully complete the procedure. The feedback from yesterday is that the patient ¿is fine¿

Event description:
It was reported that during a low anterior resection procedure, the surgeon followed all the correct steps, but continued to see bleeding and was unhappy with the product. The surgeon had to convert to an open procedure because of all the bleeding and poor visibility. We opened a nslx120lu to complete the procedure.